Event description:
Please reference: 2026095-2015-00167/15-00501(b) and 2026095-2015-00168/15-00501(c) patient #1, incident #1: fill volume: 240ml; flow rate: 10ml/hr; procedure: antibiotic infusion; cathplace: central PICC line in elbow of the right arm; it was reported that a patient had two separate incidents where both pump's infusions ended sooner than expected. Additional information was received on 06/02/2015. The pump infusion started on (B)(6) 2015 at 4:00pm. The infusion occurred at the patient's home and the patient's family member noticed that the pump was empty when the family member checked on (B)(6) 2015 at 10:30am. It was not known when the infusion ended exactly. No patient injury occurred in connection with the reported incident. The patient's current condition is reported as fine. The sample is not available for return.

Manufacturer narrative:
(B)(4). Method code: actual device not evaluated. Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.